Event description:
It was reported that balloon rupture occurred. During the second dilatation at 10 atmospheres, the 10mmx2.50mm wolverine coronary cutting balloon ruptured. The device was removed. No patient complications were reported and the patient status is good.